Event description:
It was reported that patient forgot to charge their ipg as recommended, rendering their ipg inoperable. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced. Postoperatively, the patient has effective therapy.